Manufacturer narrative:
Device history review; complaint history review; risk assessment. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The most likely cause of the reported event is user related-insufficient visual confirmation of the anchor's fully seated/locking.

Event description:
It was reported that; using an implant today for a cervical fusion, one of the anchors went through the stop feature that prevents the anchor from migrating posteriorly, the doctor left as is, no replacement device was used.

Event description:
It was reported that; using an implant today for a cervical fusion, one of the anchors went through the stop feature that prevents the anchor from migrating posteriorly, the doctor left as is, no replacement device was used